Manufacturer narrative:
This report has been identified as (B)(4). The device has been requested to send it for investigation to (B)(4). During the analysis of the history log files no abnormalities could be detected. The device was visual investigated. All cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No external damages on the housing part or operating unit could be detected. The device was slightly dirty. A functional test was performed. After switch on the device the lc display remains dark. It was impossible to put the pump in operation. The device was disassembled. It could be detected that a components of the lc display was thermal damaged. This was the reason of the dark lc display. The complaint could be confirmed. Due the thermal damaged component of the lc display could be comprehend, that the display remains dark. But it could not be clarified, if the device interrupted the infusion therapy complete or if only the display issue happened. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by (B)(4): "machine switched itself during infusion". Customer information: machine switched off itself while having noradrenaline running in it. It was a written information for a service engineer.